Event description:
A company representative reported an event of the mounting screws for one of the back canes have backed out on their own and cannot be replaced as back canes are stripped. No report of injury.

Manufacturer narrative:
(B)(4) model solara 3g, serial number/date (B)(4) is approximately 2 months old. The owner's manual part number 1154295, rev.c(dec-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The dealer was contacted for additional information; however, to date no further information has been received. The consumer's age, height and weight are unknown. The consume's medical condition, stability and medication regimen are unknown. The consume's technique while using the device is unknown. The malfunction is not confirmed.